Event description:
Customer reported she received calibration error alerts on a new sensor inserted in the morning and also on a sensor 4 days ago. During troubleshoot the customer removed the sensor and notice the cannula was broken. Customer stated he inserted while standing and had no blood upon insertion. It was requested that the customer describe the sensor to see if cannula or needle was still attached; customer stated that 1/8 inch of the cannula on the sensor. The cannula was not bent or stuck to the adhesive. Customer stated that the introducer needle was not hard to remove and the sensor cannula is not intact. She confirmed that the cannula is no longer in the body. Blood glucose value was 212 mg/dl; last value 124 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.